Event description:
The manufacturer received information alleging a ventilator was showing low oxygen pressure. There was no harm or injury reported. The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was showing low oxygen pressure. There was no harm or injury reported. The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. During the evaluation of the device at the third party service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue.